Event description:
It was reported that during an implant procedure, the programmer generated a message indicating that the programmer has lost communication with the analyzer. The analyzer changed out. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comments regarding a message that the programmer had lost communication with the analyzer, the programmer functioned as expected with a known good analyzer. The analyzer bay was replaced as a preventive. (B)(4).